Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: # (B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. Blood and signs of clinical use was observed. Blood residue was seen in the suction cups on the baffle. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported failure "mechanical issue" was unable to be confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer device arm would not lock into place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer device arm would not lock into place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.